Event description:
This was reported as a venotomy closure of the left common femoral vein using the pre-close technique prior to a leadless pacemaker implantation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24f, and the pacemaker implantation procedure was completed. Hemostasis was achieved with the preplaced sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported complaint was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated. D9 returning device status updated from no to yes.